Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, after the sheath was placed, the non bsc guidewire was passed through. Then, the balloon was advanced to target lesion, inflation was attempted but the balloon did not inflate and it might have ruptured. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.